Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No blood was observed on the cannula. The c-ring retention rib was fully bent upwards. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring however some resistance felt on retraction once the bent retention rib came in contact with the opening of the cannula. Based on the results of the evaluation, the reported complaint for "c-ring difficult to retract" was confirmed. The root cause is engagement of the retention rib by the hemopro forceps. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 6 pro device c-ring was unable to be retracted, the arm was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
10/05/2015 03:54 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 6 pro device c-ring was unable to be retracted, the arm was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.